Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital : "the ecc pump stopped due to the bubble sensor while there was no bubble in the circuit (400 ml of blood in the reservoir and the de-airing of the arterial filter opened). The pump was restarted. No immediate consequences were reported (the pump stopped during 15/20 seconds. But the stop of the pump has a risk for the patient." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) will not be able to investigate the product because the set was thrown away by hospital. The DHR of the complained lot has been investigated and no abnormality was found. The received complaint has been investigated by r&d. The set hqv 98701 includes a quadrox-I pediatric,and the quadrox filter is capable to remove air-bubbles based on the IFU for quadrox-I pediatric. Also, the complaint was investigated by construction department, a new set was created and the complained one will not be requested by the customer. The new set was minimized, and its technical drawing consists of warnings related to the stopcocks. In this way, the risk of bubbles can be eliminated for the new set. A trend search has been performed for the previous complaints, complaint (B)(4) was found. According to the complaint (B)(4), the customer used the set with a sorin heart lung machine; the bubble detector was from sorin as well. As this is not a mcp product additional test in order to reproduce the failure with a mcp bubble sensor would not lead to a conclusion regarding the reported event. Based on this the most probable cause of the reported event is unknown. According to the information available at this time, a malfunction of the products cannot be confirmed. Therefore, the complaint is closed as unjustified complaint based on the information above.

Event description:
(B)(4).